Manufacturer narrative:
Additional information: additional information was received and it was learned that the patient underwent cataract surgery and has symptomatic aniseikonia due to the refractive surprise. (B)(4). Device available for evaluation ¿ yes, returned to manufacturer on 02/15/2017. Device returned to manufacturer ¿ yes. Device evaluation: the device was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and small particles that could be related to handling the unit were observed on the surface of the iol parts. Residue of what appears to be viscoelastic ovd (ophthalmic viscosurgical device) were detected in the iol. The lens was observed cut in two parts of the optic zone and both haptics were detached. Based on the evidence observed, the condition of the lens is consistent with a unit that has been handled during explant. The report issue could not be verified on the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 22.0 diopter intraocular lens (iol) was explanted from a male patient's left eye due to a refractive surprise. There was no incision enlargement and the lens was replaced with the same model lens, a smaller 19.5 diopter. There was no post-op patient injury reported.